Event description:
An end-user called for assistance checking the calibration of the device. After phone troubleshooting, it was discovered that the device was not able to check the calibration. The device was replaced and the defective one returned for investigation.